Manufacturer narrative:
There are multiple patients all information is provided in the article. 510k: this report is for an unknown dhs/dcs construct/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date is between march 1989 to march 1990. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: nungu, k.s., olerud, c. And rehnberg, l. (1993), treatment of subtrochanteric fractures with the ao dynamic condylar screw, injury, vol. 24 (2), pages 90-92 (sweden). The aim of this study is to present the use of ao dynamic condylar screw in the treatment of subtrochanteric fractures. Between march 1989 to march 1990, a total of 15 patients (6 male and 9 female) with a mean age of 70 years (range 20-95 years) were included in the study. Surgery was performed using dcs. The patients were seen at 6 weeks, 4 and 12 months after operation or as necessary. A final follow-up was done 18 to 30 months after the accident (mean 2 years). The following complications were reported as follows: patient 2: a (B)(6) year-old female patient died at 7 months. Patient 5: an (B)(6) year-old female patient died at 9 months. Patient 8: (B)(6) year-old female patient died at 10 months. Patient 11: a (B)(6) year-old male patient died at 6 months. 4 patients showed valgus position. Patient 14: a (B)(6) year-old male patient had a shortening of 3 cm. Patient 3: a (B)(6) year-old male patient had bad medial bone support, nonunion and side plate breakage. The plate breakage was first noticed at 4 months. The failure occurred at the level of the most proximal plate hole, distant from the apparent medial bone support deficient area. This fracture was successfully reoperated upon with a 95° condylar blade plate and bone graft. Patient 4: an (B)(6) year-old female patient had nonunion and side plate breakage. The breakage occurred at the level corresponding to the fracture site, without any apparent external trauma, 5 weeks after operation. The plate was replaced, and the fracture was bone grafted which resulted in uneventful healing. Patient 9: a (B)(6) year-old female patient had bad medial bone support, nonunion and implant loosening. This patient was successfully reoperated upon with a total hip replacement 20 months after injury. This report is for an unknown synthes dynamic condylar screw constructs and unknown dcs plate. This report is for one (1) unknown dhs/dcs construct. This is report 1 of 5 for (B)(4).